Manufacturer narrative:
A replacement power supply was sent to the customer. A product evaluation was completed on 8/17/2016. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that her power cord for her pump in style breast pump was frayed in spots and that the power cord was coming out of the transformer housing when she pulled on it. When the power cord was evaluated on 8/17/2016, the transformer housing was found to have a breach and was taped shut by the end user.